Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that after successfully placing the piv catheter, when flushed, the catheter was observed to be damaged and was leaking through a small hole. Patient was a difficult stick and was unable to keep piv due to the damaged catheter. The operator of the device was a health professional and was not a single use device that was reprocessed. There was a patient involvement and unknown patient harm/adverse event reported.